Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was surmised that that the suggested event likely occurred due to the following: 1.) The user conducted insufficient reprocessing around forceps elevator after procedure. 2.) Foreign material on forceps elevator got dry and adhered since the user did not reprocess device immediately after procedure. Further incoming inspection findings: light guide cover lens chipped - left arm cover leaking - albaran cable broken - unit locking pins leaking - sheathing of insertion tube slightly nicked plus debris. The instruction manual identifies the following related verbiage regarding brushing method around forceps elevator as follows: ¿3.5 manual cleaning: brushing around the forceps elevator and instrument channel outlet.¿ reprocessing manual also states as follows: ¿3.3 precleaning: if the endoscope is not immediately precleaned, residual organic debris will begin to solidify, and it may be difficult to effectively reprocess the endoscope.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the forceps elevator does not move down at all. As a result, the k-pipe was contaminated with foreign substances. Blood and organic material on forceps raiser/ distal end were noted. The probable cause of the defects was due to normal wear and tear or customer¿s handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis exera ii duodenovideoscope forceps wire is torn. During a standard service inspection of the customer returned device, k-pipe contamination with foreign substances were noted. This report is to capture the reportable malfunction found at inspection. There was no patient involvement, no harm or user injury reported due to the event.